Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Satisfactory measurements were obtained when mapping the rv at the desired site of implant. Upon turning the fixation tool, the helix did not extend after 10 rotations. The lead was gently shaken to release torque and an additional 7-8 rotations performed. Once affixed to the tissue, high out-of-range pace impedances measurements and noise were observed on both the pacing system analyzer (psa) and when connected to the patient's device. The physician then decided to remove the lead and replace it with another but was unable to retract the helix nor could the lead be removed with manual rotation of the lead body. The rv lead was subsequently surgically abandoned and the procedure completed with an alternate lead. No adverse patient effects were reported.